Event description:
It was reported a spectrum pump a "door latch error". It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door latch error" was reproduced and confirmed through eval. Eval experienced an door not fully latched alarm caused by a failed upper link switch. The upper auxiliary was replaced.